Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device indicated 0.5 years of longevity remaining at the last device check. At the next device check, the device was indicating 2.5 years of longevity remaining. It was noted that the pacing amount fluctuates. No adverse patient effects were noted.